Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a sudden hypoglycemic event while driving after pausing insulin delivery, which resulted in a motor vehicle accident and subsequent hospitalization; the user requested device data for review and was advised on available reports and identity verification for additional records. Symptoms included loss of consciousness due to hypoglycemia. Outcomes included emergency care and hospitalization. Investigation included customer support outreach, verification steps for data release, and review of accessible reports to guide the user to available insulin delivery, basal, and bolus data, with suspension and resume events not provided from engineering logs. Investigation of this case revealed no device malfunction reported and no engineering log review conducted, with the event categorized as hypoglycemia with unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.